Event description:
The customer contacted physio-control to report that the hard paddle's assembly which is used with their physio-control device no longer defibrillates due to damage. No further details were provided. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control assisted the customer with purchasing a new hard paddles assembly. After multiple attempts, physio-control has been unable to contact the customer for more information regarding the reported failure. Neither the device nor the original hard paddles assembly have been returned to physio-control for evaluation.